Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The complaint is unconfirmed as no photo / samples received.

Event description:
It was reported that the catheter was splitting with a bd insyte-w winged pnk 20ga x 1.16in. The following information was provided by the initial reporter, translated from french to english: the pneumology indicated to us to have encountered a problem during the use of insyte-w. Fault present: when placing a patient's catheter, the catheter was partially cut.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter was splitting with a bd insyte-w winged pnk 20ga x 1.16in. The following information was provided by the initial reporter, translated from (B)(6) to english: the pneumology indicated to us to have encountered a problem during the use of insyte-w. Fault present: when placing a patient's catheter, the catheter was partially cut.